Event description:
It was reported that the patient collapsed at home on (B)(6) 2021 at 8:22am. The patient had a sudden flow drop and the low flow alarm was present. The patient's partner exchanged the controller but did not insert the driveline well. The pump stopped for at least 30 minutes due to insufficient controller exchange. The patient was resuscitated and arrived at the hospital. The patient was placed on extracorporeal membrane oxygenation (ECMO) and a computed tomography (CT) scan showed an outflow graft occlusion close to the aortic root. A stent was inserted to re-open the outflow graft. The patient passed away on (B)(6) 2021 due to a hypoxic brain injury. The pump was manually stopped.

Event description:
Related manufacturer report number: 2916596-2021-02407. It was reported that the outflow graft occlusion was due to a sudden collapse in the outflow graft.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft occlusion close to the aortic root could not be confirmed as no product was returned for evaluation and no images of the obstruction were provided for review. Although a specific cause for the outflow graft obstruction could not be conclusively determined through this evaluation, the obstruction could have contributed to the reported sudden drop in flow and the resulting low flow alarms confirmed through the evaluation of the submitted log files. Additionally, review of the submitted log files confirmed a pump stop which appeared to be associated with a driveline disconnect event. Although a specific cause for this event could not be conclusively determined through this evaluation, it appeared to be consistent with the report of the patient¿s partner attempting to exchange the system controller. Furthermore, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established. The account reported that around 8:22 am on 27apr2021, the patient collapsed. A sudden drop in pump flow was observed on the system controller and the low flow alarm was present. In panic, the patient¿s partner attempted to exchange the controller but did not insert the driveline well. Consequently, the pump was stopped for at least a half hour due to the insufficient controller exchange. The patient was resuscitated until arriving at the hospital. An extracorporeal membrane oxygenation (ECMO) system was placed, and a computed tomography (CT) scan was taken which showed an outflow occlusion close to the aortic root. The first controller event log file contained data from 5:45:08 through 10:34:54 on 27apr2021, per the timestamps. Transient low flow fault flags were captured between 8:22:30 and 8:32:32 when the estimated flow dropped below the low flow threshold of 2.5 lpm, to 2.4 lpm. These faults resulted in 5 low flow hazard alarms lasting between 1 and 9 seconds, each. At 8:32:42, the estimated flow again dropped below the low flow threshold to 2.4 lpm, activating a low flow fault flag. The low flow hazard alarm became active at 8:32:51 with flow continuing to drop to values as low as 1.5 lpm. The alarm persisted for approximately 29 minutes until 9:02:07. At this time, the driveline was disconnected from the system controller, causing the pump to stop. The white power cable was then disconnected at 9:03:40, followed by the black power cable at 9:05:15. These events were consistent with the report of the patient¿s partner exchanging the system controller. Despite the observed events, the pump appeared to function as intended at the set speed until the driveline was disconnected. The second controller event log file contained relevant data from 8:59:56 through 9:46:40 on (B)(6) 2021, per the timestamps. The controller was powered on at 8:59:56; however, the driveline did not appear to be connected until 9:12:30, approximately 10 minutes after being disconnected from the primary system controller. These events appeared to be consistent with the report of patient¿s partner not inserting the driveline properly causing an insufficient controller exchange. Following the connection of the driveline, the pump assumed operation at a fixed speed of 5800 rpm. The low flow hazard alarm was active for the duration of the file, with estimated flow ranging from 1.0-1.5 lpm. Despite the observed events, the pump appeared to function as intended at the set speed. Information later received stated that there had been a sudden collapse in the outflow graft. A stent was inserted to re-open the graft, following which, the flow was restored. The patient remained on a ventilator and later expired due to a hypoxic brain on (B)(6) 2021. The pump was stopped manually. It was communicated that heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05jun2019. The heartmate 3 lvas instructions for use (IFU), rev. B and the heartmate 3 lvas patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section also warns that ¿the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and instructs the user to "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.